Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The pump had a white screen when the device was powered on. This cleared after a few seconds. This was caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump had an intermittent blank display while on a patient. It was also reported there was no patient injury.